Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling the cartridge. Customer declined to troubleshoot with tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.